Event description:
There was no patient involved in this event. This device malfunctioned because the device the red status indicator is flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it performed to specification up to (B)(6) 2012. The software was upgraded successfully to software version 3.2.0 using the heartsine samaritan pad universal upgrader. On the same day the device logged a low battery. The reported problem could not be replicated. The device performed as expected from the date of customer installation until the low battery warning (B)(6) 2012. The software update was not the cause of the low battery warning. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.